Event description:
The customer called reported that she thought her blood glucose was 664 mg/dl when she got up, but after programming a correction bolus, she realized it was 64 mg/dl. The customer suspended the device and called. The bolus history revealed that she had received a bolus of 7.7 units that she programmed. Advised the mother to seek medical attention and go to the hospital. Later, the customer called back and stated that she went to the hospital and she is doing fine. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.